Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit had a power supply failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the machine and found the machine is not switching on, then checked the power supply and found the power supply could be defective so need to replace the power supply first. Also the on off button need to be replaced for proper functioning. The fse replaced the power supply and main board to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The fse handed over equipment to customer in good working condition for clinical use.

Event description:
N/a.